Event description:
Information received indicates the foot casters are not holding when in brake.

Manufacturer narrative:
The technician found the brake/steer linkage was broken. The technician used a brake/steer upgrade to repair the stretcher.